Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
On (B)(6) 2026, the user reported differences between blood glucose and sensor glucose readings while taking antibiotics. The user stated they had been taking doxycycline and clindamycin beginning (B)(6) 2025, and completed the medications on the morning of (B)(6) 2026. The user reported entering a calibration shortly after taking a dose of antibiotics the night prior to reporting the concern. Customer care reviewed relevant information with the user, including guidance from the user guide indicating that certain antibiotics in the tetracycline class may affect falsely lower sensor glucose readings. Review of available system data did not indicate a system malfunction. As part of troubleshooting, customer care recommended that the user perform a sensor re-link to allow the system to re-initialize and converge faster. After the re-link, the system began to show improvement with better agreement in bg and sg values. Per dms review, the user was actively using the system with up-to-date information.